Event description:
3m comply tape ref: 1322-18mm lot: 251106 exp: 05-06-2027 this week on our par. This is the tape we use to wrap our instrument sets. Entire load placed in sterilizer and processed. The sterilizer ran its entire cycle with no errors, but when we pulled out the load none of the tape had changed to the stripes to indicate it had been run through the steam cycle. Load quarantined. Ran additional loads using the new roll of tape. Same result. Tape did not turn to stripes. Ran additional loads with a tape from a different lot number. Worked as expected. Stripes present after processing. Pt code: 4582. Device codes: 2910, 3270, 2588. Ref: mw5185493.